Event description:
(B) (6) and (B) (6) samples on an advia centaur xp were obtained. The operator noticed a problem with the instrument. These initial results were not reported to the physician(s). Forty samples were repeated after the instrument was repaired and the correct results were reported. All initial reactive and non-reactive results did not change upon repeat testing. The initial results had no effect on pt treatment. There were no adverse health consequences as a result of the initial results.

Manufacturer narrative:
This event is being reported since the malfunction had the potential to create adverse info. The samples were repeated because the operator noticed that the wash 1 level was low and would not prime. A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause of the problem was a broken wash 1 straw. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.